Event description:
During a ptca / stenting treatment procedure, the shaft of the liberte bare monorail 12/3.00 mm stent delivery system (sds) fracture. The lesion being treated was an extreme calcified, 99% stenotic lesion in a mildly tortuous right coronary artery. The lesion was initally treated with rotablator intervention, followed by lesion predilatations with 1.5/15 mm, 2.5/15 mm and 3.0/15 mm maverick balloons. A liberte bare mr 16/3.00 mm stent was subsequently successfully delivered and deployed. The physician then attempted to deliver the liberte bare mr 12/3.00 mm stent, but it would not cross through the previously placed liberte bare mr 16/3.00 mm stent. While the physician was pushing on the liberte bare mr 16/3.00 mm sds, the shaft broke 30 mm proximal to the hub (next to the physician's hand). The sds was removed and unsuccessful attempts were made to deploy another liberte bare mr 12/3.00 mm as well as a liberte bare mr 8/3.00 mm. A quantum 8/3.50 mm balloon was successfully used to dilate the lesion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.